Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2004 and reports patient allegations of pain, discomfort, soreness, dysfunction, and loss of range of motion. Legal counsel for patient further alleges patient underwent a revision on (B)(6) 2008 and underwent a second revision on (B)(6) 2010. A review of invoice history confirms all surgery dates and that the cup and head were removed and replaced on (B)(6) 2008. Invoice history also indicates the head and liner were replaced during the revision procedure on (B)(6) 2010. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-00334 / 00335).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. " this report is number 1 of 4 MDR's filed for the same patient (reference 1825034-2013-00334 / 00335 & 2015-00528 /-00529).

Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2004 and reports patient allegations of pain, discomfort, soreness, dysfunction, and loss of range of motion. Legal counsel for patient further alleges patient underwent a revision on (B)(6) 2008 and underwent a second revision on (B)(6) 2010. A review of invoice history confirms all surgery dates and that the cup and head were removed and replaced on (B)(6) 2008. Invoice history also indicates the head and liner were replaced during the revision procedure on (B)(6) 2010. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's right revision operative report from (B)(6) 2008 was due to alval hypersensitivity, metal-on-metal reaction and necrotic avulsion of abductor mechanism. Revision operative report noted the presence of a gray stained femoral fascia, greenish tinged inflammatory serous exudates indicating alval hypersensitivity reaction, loose abductors, necrotic inflammatory reaction, extension-type impingement, and burnishing on the head and cup. The acetabular cup and modular head replaced with a cup, polyethylene liner and modular head. Additional information received in the patient's revision operative report from (B)(6) 2010 indicates the revision procedure was due to dislocation. Revision operative report noted a detached iliotibial band and stained tissue. The liner and modular head were removed and replaced with a constrained head and liner.